Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 3ss cv tubing disconnected at the blue connection site on top of the pump, causing etoposide and saline to leak out. The following information was provided by the initial reporter: "the tubing became disconnected at the blue connection site at the top of the pump segment of the tubing, causing a mixture of saline and etoposide to be spilled into the environment." After chemo drug was connected at the y site below the pump segment. Per protocol we back prime saline from the primary tubing and saline bag into the "primary shorty" tubing that is connected to the chemo therapy drug. The primary saline line was infusing. I paused the infusion to remove the tubing from the pump in order to back prime the saline into the chemo tubing. I clamp the line below the pump, then unclamped the chemo tubing and then remove the saline tubing from the pump for back priming. When the saline tubing was removed at some point it became disconnected at the connection site above the pump segment. That allowed a mixture of saline and etoposide spill into the environment. I called the rn over to assist me as I clamped the opening shut with my fingers to not allow anymore chemo spill out.

Event description:
It was reported that the as lvp 20d 3ss cv tubing disconnected at the blue connection site on top of the pump, causing etoposide and saline to leak out. The following information was provided by the initial reporter: "the tubing became disconnected at the blue connection site at the top of the pump segment of the tubing, causing a mixture of saline and etoposide to be spilled into the environment." After chemo drug was connected at the y site below the pump segment. Per protocol we back prime saline from the primary tubing and saline bag into the "primary shorty" tubing that is connected to the chemo therapy drug. The primary saline line was infusing. I paused the infusion to remove the tubing from the pump in order to back prime the saline into the chemo tubing. I clamp the line below the pump, then unclamped the chemo tubing and then remove the saline tubing from the pump for back priming. When the saline tubing was removed at some point it became disconnected at the connection site above the pump segment. That allowed a mixture of saline and etoposide spill into the environment. I called the rn over to assist me as I clamped the opening shut with my fingers to not allow anymore chemo spill out.

Manufacturer narrative:
Investigation summary: a sample was received and tested by our quality team. The sample was sent to a specialized decontamination facility to remove the chemo that was used with the set. The bottom half of the set wasn't present but the separation was immediately noticed and the customer's complaint has been verified. This is a known failure but without further information, the root cause cannot be verified. Without a accurate lot number, the device history record report can not be ran.